Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and a crack was noted in the back mounting bracket and the plastic wings above the right bracket were damaged. No other defects were observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 2-3 lpm of air pressure, dual temperature probes, and a 382-10 concha smart water column was connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning in real time. The settings were set to full rainout, invasive, at 37 degrees c. The unit functioned without any interruption and was able to heat up to the set temperature of 37 degrees c. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Event description:
It was reported "heater not reaching set temperature". No patient injury or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 8 devices were taken from current production (425-00 concha neptune lot # 73d210011n) at the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "heater not reaching set temperature". No patient injury or consequence reported. Patient condition reported as "fine".